Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient was in the hospital and experienced an increase in pain "potentially" related to the pump.